Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with more than 80 units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level during this incident. The customer declined to load a second cartridge at that moment and chose to handle the reloading later. No further action was required at the time.